Manufacturer narrative:
This report is for an unknown matrixneuro screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the screw broke in craniomaxillofacial reconstruction. The broken piece was retrieved from the patient. Another screw was used to complete the procedure. Procedure outcome is unknown. There was no reported adverse event. This report is for an unknown matrixneuro screw. This is report 1 of 1 for (B)(4).